Manufacturer narrative:
Follow-up #1: date of submission 2/3/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: black box shows multiple call service 078-0008 alarms following a replace battery at 5:26pm 10/16/16 insulin delivery is not resumed after this time. Daily insulin delivery totals prior to this time correctly reflect user's programmed basal rates. During rewind pump gives a call service 078-0008 alarm. Moisture visible in battery compartment and display. Battery compartment is cracked above and below the bumper pad. Pump leaks at battery compartment. Pump opened and moisture damage found on pcb. Recurring alarm due to moisture damage.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a cs 078 alarm issue, and the patient had a blood glucose (bg) over 500 mg/dl ,with nausea and vomiting. The patient discontinued pump therapy insulin injections were given by an hcp. This complaint is being reported as the patient experienced hyperglycemia and the alarm issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.